Manufacturer narrative:
The reported keyboard was returned for investigation. The root cause was found to be specs of foreign particles/contamination underneath both the domes and corresponding keypads, which over time will cause oxidization. The metal domes and corresponding keyboard pads were cleaned with isopropyl alcohol to remove the contaminants. The metal domes were re-attached to the keyboard, and it was re-attached to the same failure investigation test ventilator for analysis. The device passed all testes and calibrations, and no errors were observed, and no alarms were generated. The customer reported malfunction was verified. (B)(4).

Event description:
Covidien received information that a key on an 840 ventilator's keypad was unresponsive. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the keyboard, which resolved the reported issue. The software was updated to current revision. The ventilator passed self-tests.(B)(4)